Event description:
It was reported that the lead was repositioned and analyzed. When it was reconnected to the device, the lead did not work. A new device was implanted. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: adsr03 implantable pulse generator, (B)(6) 2013. (B)(4).